Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during the second procedure of afib. When the voltage map of la was taken up, blocks were formed for 4pv, and therefore mapping of right atrium (ra) was conducted by lasso with prn placed in the rspv. When mapping was completed, the anesthesiologist pointed out that the blood pressure had been low for about 5 minutes (¿about 50 at a pressure¿), and fluoroscopy showed that the heartbeat could not be confirmed. Thereafter, pericardial effusion was confirmed in ss. Drainage was started, and as blood could not be drawn in about 30 minutes, hemostasis was performed, and the patient was transferred to the intensive care unit (ICU). The amount of blood withdrawn was unknown because the drained blood was returned to the body from the inguinal canal. The physician commented that they have over pressed the right atrial appendage (raa) during mapping. Conservatively, this event has been assessed as a MDR reportable event involving the thermocool® smart touch® sf bi-directional navigation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 11-mar-2022. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during the second procedure of afib. When the voltage map of la was taken up, blocks were formed for 4pv, and therefore mapping of right atrium (ra) was conducted by lasso with prn placed in the rspv. When mapping was completed, the anesthesiologist pointed out that the blood pressure had been low for about 5 minutes (¿about 50 at a pressure¿), and fluoroscopy showed that the heartbeat could not be confirmed. Thereafter, pericardial effusion was confirmed in ss. Drainage was started, and as blood could not be drawn in about 30 minutes, hemostasis was performed, and the patient was transferred to the intensive care unit (ICU). The amount of blood withdrawn was unknown because the drained blood was returned to the body from the inguinal canal. The physician commented that they have over pressed the right atrial appendage (raa) during mapping. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30637574l] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 26-jan-2022. It was reported that the patient is a female. Therefore, a 3. Gender has been updated. It was also reported that the adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. There were no error messages observed on the bwi equipment during the procedure. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).